Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification. The customer that called is homeless and stays in his truck but the strips were being stored in the refrigerator and now it is in his truck, he has no other place to store his strips. He also told me that humana ships his strips in dry ice. The test strip lot manufacturer's expiration date is 6/23/2018 and open vial date is two weeks ago. The meter memory was not reviewed for previous test result history. He has not symptoms, he said his blood sugar yesterday was 560mg/dl and he took his insulin about 20 minutes ago. Customer would not do anything more with me since he had to get in line for his meal and would not give me any more information as readings in the memory.